Manufacturer narrative:
B3: date of event was reported to be "a rough estimate was the week of may 3rd". No exact date could be provided. H10: investigation of the customer's complaint of swab tip detaching is inconclusive. The device in question, used in the procedure, is not available for evaluation by conmed. No photographic evidence has been provided. Therefore, the reported failure cannot be verified, and root cause cannot be identified. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found two other similar events reported for this lot number. Please note that due to the acquisition and integration of buffalo filter complaints into the conmed quality system, the complaint history is limited to complaints entered in conmed's compalint system after (B)(6) 2020. A two-year review of complaint history revealed there has been a total of 12 complaints, regarding 12 devices, for this device family and failure mode. (B)(4), the rate of failure would be 0.0001. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Also per the IFU the user is advised to grasp handle and push foam head straight into the trocar. Do not release or bend vuetip trocar swab. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Additional information received notes the device had been in use for roughly 30 minutes when the issue occurred. A 8mm da vinci port was being used at the same time. The swab tip was not extended past the distal end of the trocar. The swab tip was retrieved by using a laparoscopic grasper and a robotic grasper. The surgeon picked the tip up with the robot grasper and handed it off to the assistant who used the laparoscopic grasper to pull it out. The procedure was completed regularly without any other delays related to laparovue.

Manufacturer narrative:
Additional product code; oct. At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer the conmed representative reported an issue with the laparovue , item # lapvue10, lot 202010094 experienced by kettering medical. It was reported that the trocar swab tip came detached from the shaft and proceeded to fall into the patient. After a brief search the trocar swab tip was found and removed. This issue was experienced by dr. Mcafee, during a robotic assisted hysterectomy, but no event date was listed. There was no patient injury and the procedure was successfully completed with a 10minute delay. To date, although multiple attempts have been made to gather additional information, no information has been provided. This report is being raised as a device malfunction with potential for injury upon reoccurrence, as although removed, the tip did fall off into the patient.